Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had their implantable neurostimulator (ins) taken out and moved to the other side on (B)(6) 2016 because the patient had pain at the ins site since 2015. The caller also stated there were lead issues. A healthcare professional (hcp) reported that the cause of the lead issue was lead impedance. To trouble shoot the lead impedance the hcp turned the device off. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.